Event description:
It was reported that the lead had a gradual rise of impedence from mid 500 to 1440 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).